Manufacturer narrative:
It was reported that revision surgery was performed due to a connector fracture. The associated complaint devices, used in treatment, were returned and evaluated. A lab analysis conducted during this investigation indicated that the sleeve and hinge are fractured. Deformation of the polyethylene tibial insert, sleeve and hyperextension stop were observed. Wear is noted on the rod, tibial insert, and hinge. There were also signs of scratching on the hinge and bushing. A medical analysis noted that the provided images confirm the breakage but not the reason for the broken component. The information on the implantation/revision reports, bone quality or fall history were not provided. A review of the complaint history for the listed parts revealed no prior complaints for the listed failure mode. A review of the manufacturing records for the link assembly and the hinge did not reveal any deviation from the standard manufacturing processes. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. A relationship, if any, between the devices and the reported incident could not be corroborated. Review of the instructions for use and risk management files identified the reported failure as potential adverse events. Possible causes could include but are not limited to traumatic injury, size of device or user/procedural variance.

Event description:
It was reported that revision surgery was performed due to a legion-hk femur-/tibia-k-tep inserted from implantation in 2015 dislocated/luxation due to a connector fracture.